Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter meridian device experienced difficulty speaking during the rinse back phase at the end of treatment. Hcp stated at the beginning of treatment pt was alert, regular pulse, fluid status within normal limits, lungs clear, no gastrointestinal problems and no difficulty speaking. Hcp stated that hemodialysis was completed and blood returned, pt was talking and speech became slurred. Pt moved their mouth and told hcp they could not talk. Overall assessment was completed, neurological assessment resulted with pt being alert and oriented x 3. Hcp notified clinical director and the pt's physician. Hcp called emergency medical services and pt was transported to the hosp. Pt was discharged from the ER asymptomatic and feeling fine. Hcp reported all tests were negative. In 2002, pt was back in the clinic for hemodialysis and reported feeling fine. Clinic mgr is not attributing this event to the use of the baxter meridian device. Clinic mgr stated they suspected pt experienced a transient ischemic attack.